Event description:
(B)(4). When I got essure I started to have stomach pains an pelvic pain blood clots real bad periods headaches stay nauseated all the time mood swings dizziness had a rash uti going back an fourth to the emergency room for all the problems then 4 years later fine out I'm pregnant with my 4th baby which essure failed